Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a041001 added. Correction made to f10/h6: component codes: g04134 (previously submitted as g04034). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of year 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia pd cycler sets leaked from a "from a pin hole on the tubing with the red clamp". This occurred while priming prior to the patient being connected for at home therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.